Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with off no power. The patient's blood glucose at the time of incident was 185 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer was using an (B)(6) aaa alkaline battery. No low battery alerts were found in the alarm history prior to the off no power alarm. The pump had not been bumped or dropped, and the battery cap was not loose, cracked or damaged. This was not the second occurrence of the off no power alarm without a low battery warning. The customer was advised to insert a new (B)(6) aaa alkaline battery and to monitor the pump. No products were shipped or returned.